Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure of the pump led to extravasation of the knee.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: cross flow pump led to extravasation of knee that was concerning to the physician. Pump seamed to be creating higher pressure than appeared on the screen. Outflow limit light was on constantly from duplicate pi (B)(4): cloudy, (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a failed pressure sensor.

Event description:
It was reported that the pressure of the pump led to extravasation of the knee.